Event description:
Reporter stated that patient sample was tested, on the urisys 1100, which reported a negative result for erythrocytes. A visual reading of the test strip showed a value of 50 erythrocytes/microliter. No action based on the device result was reported and no adverse event occured.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.